Event description:
On (B)(6) 2011, the daughter of the lay user/patient contacted lifescan (lfs) alleging that her mother's onetouch ultra meter would not power on. The following complaint was classified based on documentation from the customer care advocate (cca). The reporter stated that the alleged product issue began on (B)(6) 2011 at an unknown time. The reporter stated that her mother manages her diabetes with insulin (self adjust). The reporter advised that her mother "blacked out twice" after the product issue occurred, due to the product issue. The reporter advised that her mother received treatment by hcp (unknown type of treatment) and was hospitalized due to the product issue, after the product issue began. During troubleshooting, the cca confirmed the patient was using the correct strips. The customer care advocate (cca) noted that no misuse was identified. Replacement products were sent to the patient by the cca. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and was hospitalized for complications of severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
(B)(6) 2012 supplemental information: adverse event and patient outcome attributed to adverse event were omitted in error on the 3500a.

Manufacturer narrative:
(B)(6) 2012 supplemental information: adverse event was incorrectly identified on supplemental follow up #1. Complaint should have been identified as adverse event and/or product problem.